Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient experienced twitching and presented in the hospital, the device was found to be in backup vvi mode. Programming changes were performed and the device was back to normal operation. The device remains implanted. The patient was well with no issues.